Manufacturer narrative:
Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test or verify air bubble due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. No cracked lcd window noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have dropped insulin pump a few years ago and drive support cap was sticking out and customer pressed it. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.